Event description:
It was reported that "while arterial sheath and guidewire placement were successful, difficulty was encountered during balloon catheter advancement; the catheter could not be advanced through the final 20 cm". As a result the iab was removed and replaced. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).